Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the information available was insufficient to definitively determine the root cause of the reported behavior. The logs were reviewed on the date of the incident. Application logs were unavailable; however, system logs were present. The uninterruptable power supply (ups) daemon logs recorded multiple power interruption events on december 12, 2025, during which the system transitioned from ac mains power to battery and back. A total of three such transitions were captured, including one sustained interruption of approximately 6.3 minutes. The system logs further reported journal file corruption on subsequent boots, indicating that the system experienced ungraceful shutdowns consistent with sudden power loss events. These power transients are suspected to have disrupted the video capture subsystem, resulting in the observed "no video detected" behavior reported during the procedure. No graphics processing unit (gpu) hardware faults were observed in the system logs on the date of the incident. It is noted, however, that this system had a history of recurring xid 79 gpu hardware fault events on prior dates. Apart from the power-related events described above, no additional software or hardware abnormalities were identified related to the reported behavior. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: the computer, product ID: 9735786r, lot: 1911d00497, was returned to medtronic for analysis. Through functional testing and visual/physical examination, the computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network was set correctly. The video capture card functioned correctly. All display ports-high-definition multimedia interface (hdmi) and displayports (dp) all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes b01, c19, and d14 are applicable to this analysis. H2: please see section d9 for when the device was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r computer. H2 additional information: d10 and additional codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the system displaying a 'no video detected' message while in the navigation screen. A1102: applicable to the 'no video detected' message. In addition, f1908 was applied to reflect the less than one hour surgical delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed a 'no video detected' message while in the navigation screen. The site rebooted the system and reloaded the registration data but unfortunately the 'no video detected' message appeared again. From this point, the stealth archive was transferred to a new system and the registration data was loaded without further issues. It was noted that the display cables were verified to be properly seated, and the behavior could not be replicated. There was less than one hour surgical delay, and no impact on patient outcome.

Manufacturer narrative:
H2-h6: a manufacturer representative went to the site to test the equipment. The computer was replaced and the system performed as I ntended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.